Event description:
It was reported that there was a constant audio on the pump. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Event: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found rear housing was cracked on top corner and lens display was cloudy. Downstream occlusion (dso) sensor was contaminated by fluid ingression and latch lock was worn out. This device has not been serviced in the past, no service history to review. High pressure alarm was found in the event history logs. Primary problem of "constant audio" was duplicated. Found dso sensor was contaminated by fluid ingression, causing double beep no cassette. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.